Event description:
The following was reported by the pt's attorney: (B)(6) 2008 - the pt underwent hernia repair surgery with bard flat mesh. The attorney alleges the pt experienced severe symptoms including pain and suffering, severe and permanent injuries, and the pt will require future surgery.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for evaluation. This MDR includes all pt, event and device info davol has received to date. Based on the info provided, it is unk whether the device may have caused or contributed to the reported event. The attorney alleges the pt has suffered from pain and permanent injuries, however, no specific failure mode was reported. The attorney also reports future surgical intervention will take place, currently the mesh remains implanted. No medical records have been provided at this time. Additionally, product identifiers have not been provided, therefore a manufacturing review is not possible with the currently available info, no conclusion can be drawn.